Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a cp pump to support a patient admitted in with st-elevated myocardial infarction and high risk cardiac procedure. The patient had ventricular tachycardia (vt) runs during the support which required defibrillation, which was successful. The physician reported events were not due to impella. Patient survived the procedure.